Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system is not booting timer has expired. The philips engineer suggested service, since the customer stated that the issue was fixed by power cycling system and the customer is using the ip patents, so this case has been cancelled and service has not been provided from the philips to date, no further information was received. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.

Event description:
It has been reported to philips that the system is not booting up. Philips has started an investigation of the complaint.